Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The manufacturer representative reported at the patient's refill there was more drug in the pump than expected. A dye study indicated a catheter leak or disconnect. The patient was brought to the or and the hcp was unable to aspirate csf from the connector portion of the catheter. The hcp removed the connector but was still unable to aspirate csf from the single piece catheter. The entire catheter was replaced. No patient symptoms or outcome were reported. Additional information has been requested from the hcp but was not available on the date of this report.